Event description:
It was reported that during a procedure (reference MFR report # 1627487-2019-04956, MFR report # 1627487-2019-04957) patient experienced headache due to cerebrospinal fluid leakage. Reportedly, a blood patch was performed intra-operatively. The issue was resolved.

Manufacturer narrative:
The second lead was inadvertently not added in the initial report; it is unknown which lead was directly implicated in the cerebrospinal fluid leakage therefore both leads will be reported. Common device name: it was inadvertently written as dbs lead in the initial instead of drg lead.

Event description:
Reference MFR report: 1627487-2019-05594.